Event description:
It was reported that during patient use cadd legacy pump experienced blockage alarm. This is a high-priority alarm with the potential to stop the pump. There was patient involvement and no harm.

Manufacturer narrative:
Date of event - unknown. Initial reporter phone- (B)(6). One suspected device was received for evaluation. The event history log (ehl) was reviewed. The high-pressure alarm occurred continuously during pump operate was noted in the ehl as stated by the complainant. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation was performed and no anomalies were noted. During functional testing, upstream occlusion alarm occurred when the cassette connected and the pump operated. Probable cause was due to defective downstream and upstream sensor. Device returned unrepaired to the customer at customer's request.